Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) closure using an 9f amplatzer talisman delivery sheath. The pfo tunnel length was 10mm and pfo shunt was large (>4mm). The device was successfully implanted. On (B)(6) 2025, the patient had one episode of atrial fibrillation (af) and treated with eliquis.

Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Review of lot-specific similar complaints is not required as there was no reported device malfunction. Based on the information received, the cause of the reported atrial fibrillation could not be confirmed. The reported unexpected medical intervention (treatment with eliquis) is a cascading effect of atrial fibrillation. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) device registry, patient site ID: (B)(6) it was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) closure using an 9f amplatzer talisman delivery sheath. The pfo tunnel length was 10mm and pfo shunt was large (>4mm). The device was successfully implanted. On (B)(6) 2025, the patient had one episode of atrial fibrillation (af) and treated with eliquis.